Event description:
Complainant alleged that while attempting to treat a patient, the device failed to discharge. Complainant indicated that the patient subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.